Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed one episode of noise on the electrogram that was possibly mechanical noise, or an abnormal intrinsic rhythm. The leads were competitor models, and the measurements were normal and stable.